Event description:
It was reported that during a review of the recorded episodes on this pacemaker, technical services (ts) noted that the were false atrial tachy response (atr) episodes caused by far field oversensing on the right atrial (ra) lead channel as well as false pacemaker mediated tachycardia (pmt) episodes due to the device pacing at the maximum tracking rate. Ts also noted that the right ventricular (rv) lead channel exhibited a steady increase in pacing impedance reaching 2000 ohms, which was suspected to be caused by a lead fracture. It was also noted that a lead safety switch (lss) occurred. Ts recommended further in office review of the system. The physician opted to continue to remotely monitor the rv lead channel. No adverse patient effects were reported. This device remains in service.